Manufacturer narrative:
(B)(4). Insulin pump p cap reservoir locked properly in place. Insulin pump received with corroded battery tube, cracked keypad overlay, and cracked lcd screen glass. Insulin pump received with blank display due to cracked glass at lcd screen. Unable to perform displacement test, self test, and current measurements due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump screen broken. No harm requiring medical intervention was reported. The device will be returned for analysis.